Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The picture revealed a black particle in the header cap. The reported condition was verified. The cause of the condition could not be determined from the provided photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside a polyflux 14l dialyzer. This was noticed before use. There was no patient involvement. No additional information is available.